Event description:
It was reported that the patient presented in the emergency room experiencing chest pain. Chest x-ray revealed the atrial lead was dislodged. The physician felt this was an incidental finding, lead dislodgement did not cause chest pain. During the revision procedure on (B)(6) 2018, the lead could not be repositioned as the helix would not fully retract. The lead was explanted and replaced. The patient was in stable condition.